Event description:
The lead was explanted due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
This x-ray system while doing fluoroscopy went down mid-procedure. No error messages noted by operator.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.